Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway. Gel did not fully deploy from the front therapy electrode. There is no indication that the failure to fully deploy gel resulted in a death or serious injury. The therapy electrode is designed to exceed the surface area requirements of ansi/aami df80:2003. Additionally, the garment's silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient's skin. Root cause investigation is currently underway . Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 3 shocks. The patient degraded to vt at 150 bpm 07:18:18 on (B)(6) 2020.  The lifevest delivered three appropriate treatments during vt at 160bpm at 07:19:26, 07:19:57, and 07:20:24, but the treatments were unable to convert the arrhythmia.  The post-shock rhythm was vt from 150-160 bpm. The response buttons were not pressed during the treatment event. The patient's condition reportedly worsened and the patient requested to be removed from life support. The patient passed away on (B)(6) 2020 at 3:08 am.